Event description:
It was reported that the locking mechanism was defective, the pump does not start despite locking with the key and the battery contact burned out. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device has not been in service in the past 12 months. The customer stated problem was confirmed as the lock mechanism was defective and the battery contact was burned. The root cause of the issue was a defective lock sensor and a short circuit. The lock sensor and battery contacts were replaced. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.